Event description:
It was reported that when an asymptomatic patient presented to the clinic received inappropriate shocks. Device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.